Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance stopping a bolus request of 23 units that had been delivered accidentally by the customer. Reportedly, the customer wanted to deliver a bolus request of 10 units; however, delivered 23 units of insulin accidentally by "hitting a button." Additionally, there was 23 units of insulin on board (iob). Tandem technical support advised that the bolus request of 23 units had been delivered. During the time of the call, the customer's blood glucose (bg) level was 161 mg/dl. Recommendation was made to reach out to health care provider (hcp) for guidance regarding diabetes management. During a follow-up call, customer reported bg level was 90 mg/dl. Per hcp recommendation, the customer was currently off the tandem t:slim pump and was eating cookies to bring up bg level. The customer was recommended to upload the pump data for further review of the reported event. However, the customer was unable to upload the pump data. Review of the bolus history showed that a bolus had been delivered on (B)(6) 2016 by the customer, but a bolus override from 4.5 to 23 units had been accidentally done by the customer. Reportedly, the customer accidentally hit the "override" button when attempting to deliver a bolus and delivered a bolus request of 23 units. The customer acknowledged that this was a user error and there was no issues with the pump.